Event description:
It was reported increased pacing lead impedance and capture threshold measurements were observed on the right ventricular lead. The causal relation between the impedance and threshold change was unknown. The lead was capped and replaced. There were no adverse consequences to the patient.